Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. However, as no lot number is provided it is impossible to trace the relevant product documentation and check if similar faults were registered from the particular production lot. No additional complaints registered about this item no. Current month same issue. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed. As no lot number is provided it is impossible to trace the relevant product documentation and check the ncrs.

Event description:
According to the available information; patient experienced erosion, urinary infection. Antibiotics treatment (enterocystoplasties patient-usual infection).